Event description:
When the consultant was building the final prosthesis for implantation to the patient, the tibial stem extension with screw size 13x100, the screw would not thread to the stem in order to attach the tibial sleeve. A 13x150 tibial stem was then opened and the screw was used to build the prosthesis which was successful.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.